Event description:
Patient's dad contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6)2015. Additionally, at the time of the call, dexcom technical support advised patient to test the "try it" feature for alert functionality. The patient's father tried both the high and low alerts, then reported the alerts vibrated although the alerts did not make a sound. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The device was returned for investigation. The device passed both external and internal visual inspection. A review of the receiver data log found no errors related to the customer complaint. Upon further investigation, the device failed the global receiver functional testing, and audio software tests, as well as the manual drop test. The customer complaint was confirmed. The root cause was determined to be defective speaker assembly.